Event description:
As reported, during an unknown procedure on (B)(6) 2022, the brad/davol sorbafix device while fixating into cooper's ligament the tip of the fastener was crushed/broken and six fasteners could not be deployed it was reported that the broken fastener removed from the patient body and the deployed fastener did not release successfully from the device. There was no reported patient injury.

Manufacturer narrative:
As reported, while using the bard/davol sorbafix fixation device into cooper's ligament the tip of the fastener was crushed/broken and six fasteners could not be deployed. There was no reported patient injury. The subject device along with the broken fastener was returned for evaluation. Functional evaluation of the returned sample finds successful deployment of six fasteners from the device. Internal component evaluation found that all the inner components in place with no anomalies found. Based on the sample evaluation and investigation performed, the broken fasteners presenting in use are a known result of forces applied while deploying into hard structures such as the cooper¿s ligament as reported. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2022. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿